Event description:
Customer reported via phone call that keypad was difficult to press. Customer also reported to have no delivery alarm. Customer's blood glucose was 225 mg/dl. Customer reported that no delivery was resolved with a complete set change. Customer was advised to monitor insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.